Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Physician later reported calcification and nodule which is not related to device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Physician later reported calcification and nodule. The device was replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as surgical damage and broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Both patterns along the same edge. Clarification: no observe. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed.

Event description:
Patient reported left-side rupture confirmed through ultrasound. Physician later reported calcification and nodule which is not related to device. Device has been explanted.